Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
An email was received regarding a 12 in (30 cm) appx 1.6 ml, ext set w/3-gang nanoclave stopcock w/nanoclave, spin luer, alleging that the needleless connector broke off from the manifold while infusing insulin to the patient. The registered nurse stepped in and immediately replaced the manifold with a new one. There was a cessation of flow of the insulin infusion into the patient for 1 -2 minutes, but no significant effect from the missed dose of insulin. The drug infused was insulin with a concentration of 100u insulin r/100ml ns. The patient was about 80kg. There was a patient involvement with no harm.